Manufacturer narrative:
(B)(4). Batch # n92t26. The batch history records were reviewed and the manufacturing criteria were met prior to the release of this batch.

Event description:
It was reported that during an unknown procedure, the clips were scissoring. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.